Event description:
It was reported that the patient presented experiencing shortness of breath and the lead exhibited loss of capture. A chest x-ray was performed which confirmed lead dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.